Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 600 mg/dl with an unknown cause. Bg was treated by administering manual injections. Reportedly, a supply change was completed to address bg level.